Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered several inappropriate shocks over the course of several events due to noise and oversensing. Technical services (ts) was contacted, and ts discussed troubleshooting and programming options with the physician. The s-ICD system remains in service. No additional adverse patient effects were reported.